Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the abnormal air intake affected the safety of procedure. The procedure was completed successfully using different faradrive sheath. Large number of air bubbles were seen in the side valve tube during retraction process after the ablation catheter was inserted into the body. No leak or air in patient was seen. No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the abnormal air intake affected the safety of procedure. The procedure was completed successfully using different faradrive sheath. Large number of air bubbles were seen in the side valve tube during retraction process after the ablation catheter was inserted into the body. No leak or air in patient was seen. No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.